Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used closed wound suction evacuator with connector tubing. Visual inspection of the sample noted no obvious visible observation tubing was connected to the exudate port and the other end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the evacuator was flattened to create negative pressure; able to suction the solution without no issues. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event was unconfirmed. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the evacuator was difficult to suction due to no negative pressure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the evacuator was difficult to suction due to no negative pressure.